Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with unspecified mentor gel breast implants and experienced postoperative bilateral rupture and breast pain. The diagnosis was confirmed after an MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.

Manufacturer narrative:
Mentor received an update to the events submitted in the previous reports. The event date has been updated to (B)(6) 2019. The implantation date has been updated to (B)(6) 2008. Sections b3 and d6 have been updated accordingly. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 9/19/2019, mentor received an update on the events submitted in the initial report, which includes new information regarding the event date, implantation date, device information, and the manufacturer record evaluation (mre). The appropriate fields within this form have been updated accordingly. The patient's devices were 375cc mentor memorygel breast implants. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).